Manufacturer narrative:
Correction: b1-adverse event/product problem; b2-outcomes attrib to adv event; b5: describe event or problem; h6 device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Based on previous device data, the ra measurement has frequent less than 0.5 millivolts of values. Additional information from the field representative indicated that the lead was slightly retracted comparing to when it was implanted which the physician believed may have contributed to low amplitude. Further, the patient will be monitored. The lead remains in service. No adverse patient effects were reported. Additional information was received from the field that there was suspicion of dislodgment, however, that was not able to be confirmed. It is believed that the helix partially retracted contributing to the observed amplitude measurements. The clinical plan was to continue with monitoring.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Based on previous device data, the ra measurement has frequent less than 0.5 millivolts of values. Additional information from the field representative indicated that the lead was slightly retracted comparing to when it was implanted which the physician believed may have contributed to low amplitude. Further, the patient will be monitored. The lead remains in service. No adverse patient effects were reported. Additional information was received from the field that there was suspicion of dislodgment, however, that was not able to be confirmed. X ray imaging was taken and showed that the helix partially pulled contributing to the observed amplitude measurements. The clinical plan was to continue with monitoring.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Based on previous device data, the ra measurement has frequent less than 0.5 millivolts of values. Additional information from the field representative indicated that the lead was slightly retracted comparing to when was implanted which the physician believed may have contributed to low amplitude. Further, the patient will be monitored. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.